Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue was most likely patient condition related, both femoral sites were accessed during the attempted implant but both common iliac arteries were heavily calcified and stenosed as per the clinical description provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 81-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that complications were encountered during attempted delivery of an impella cp pump. It was noted that both femoral sites were accessed during the attempted implant, but both common iliac arteries were heavily calcified and stenosed. As the impella was unable to advance through either site, the decision was made to abort the implant. There was no patient harm.